Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported all contacts were >4000ohms. It was reported that the issues were corrected by implanting a new lead so the original lead was either faulty or something happened to or during the original lead implant procedure. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device passed all testing in the laboratory. No anomalies were identified. Due to the reported com plaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable.analysis found no evidence of anomalies if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 3889-28, lot# va1j88h, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep). It was reported that the patient was scheduled for a full system replacement. During the final step of the impedance check the rep noticed impedances on electrode #1. The lead and implant were reconnected about 3-4 times hoping to solve the problem but still noticed the same impedances. The rep tested the lead for toe/bellows and achieved great results so they assumed the issue was with the implant. The rep connected a new implant but got the same impedance issues so they ended up implanting a new lead. All electrodes performed perfectly during the final impedance test. No patient symptoms were reported. No further complications were reported.